Manufacturer narrative:
On 5/24/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation completed on 5/29/2019: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the right side deflated, and the left side has issue with capsular contracture baker grade ii after implantation. The issue of capsular contracture was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019. This report is for the left implant.

Manufacturer narrative:
On 5/21/2019, additional information indicated that the patient underwent bilateral removal and replacement as follow; right replaced with catalog number 3505004bc, lot number 7641044, left replaced with catalog number 3504504bc, lot number 7649155. The report indicated that loss of volume on the right side, and firmness on the left were the symptoms. Manufacturer¿s reference number: (B)(4).